Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch bi-directional navigation catheter and developed a cardiac tamponade which required pericardiocentesis. The bwi failure analysis lab (fal) received the device for evaluation and discovered that an internal metal component, the t-bar, was exposed through a small hole found on the shaft of the device. This event was reportable due to the serious injury (cardiac tamponade) and due to the compromised integrity of this catheter, exposed metal. The returned device was visually inspected upon receipt and it was found that the peek housing at the tip lumen transition was cracked opened with reddish brown material inside. The t-bar got stuck at the tip and cut the lumen, causing the t-bar to be exposed at that area. An x-ray of the catheter was taken and it was noticed that one of the t bars slid down crossing the catheter lumen and got exposed. Due to the t-bar being out of place, deflection test on the catheter failed. Then the catheter was tested for electrical performance, temperature response ,and stockert compatibility. The catheter failed on electrode #6 and thermocouple during electrical tests. Further examination revealed that the thermocouple wires were disconnected at the tip section and the lead wire # 6 was broken. An irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 functionality. The catheter was recognized by the carto 3 system, no error messages were displayed, and the catheter was properly visualized. The force feature was evaluated and passed. The reported customer complaint regarding a deflection issue has been verified. The catheter failed during electrical and thermocouple tests, however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal correction has been opened to address the t-bar sliding issues and peek housing cracks. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a female patient, roughly (B)(6), underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and developed cardiac tamponade which required pericardiocentesis. During ablation, a tamponade was discovered and pericardiocentesis was performed. No further information regarding the status of the patient was provided. There is no claim of device malfunction. This adverse event is considered to be serious and MDR reportable. The complaint device has not been returned to bwi for analysis.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Concomitant medical products: pentaray catheter (lot# 17095156l), carto 3 system (serial # (B)(4)), soundstar catheter (lot# unk). (B)(4). The product has not been received by bwi. The investigation is pending.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch bi-directional navigation catheter and developed a cardiac tamponade which required pericardiocentesis. The bwi failure analysis lab (fal) received the device for evaluation and discovered that an internal metal component, the t-bar, was exposed through a small hole found on the shaft of the device. Due to the compromised integrity of this catheter, exposed metal, this fal finding is also MDR reportable. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) the analysis has begun but is not completed at this time.